Manufacturer narrative:
Block a4: the exact weight of the patient is 59.4kg. Block d4: this is a non-sterile device with no expiration date. Block g2: medwatch#: mw5147772. Block h6: imdrf code (B)(6) reportable issue of device being stuck in scope, reprocessed, and used in another procedure.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was discovered to be stuck in an endoscope during upper gastrointestinal and colonoscopy procedure on (B)(6) 2023. During the procedure, the brush head was found in the scope after the scope was placed in the patient. The brush head came out of the end of the biopsy channel when the biopsy forceps were introduced into the channel. It was reported a decision was made by the physician to move the brush piece from the terminal ileum to the colon for the patient to eliminate with a bowel movement. There were no patient complications reported as a result of this event.